Event description:
It was reported that the device was explanted due to premature battery depletion and it could not be interrogated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device is part of the field advisory for this model and tested out of specification, consistent with the advisory. Evaluation summary a low impedance path developed across the battery terminals, causing the battery to rapidly deplete. It was believed this low impedance path was internal to the battery itself; it disappeared when the battery was removed and the device was fully functional when powered with an external source. Further analysis of the battery confirmed that it shorted internally, due to cathode material penetrating the separators and contacting the anode grid. It was reported that the device was explanted due to premature battery depletion and it could not be interrogated. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure battery device was out of specification in a manner that relates to event interrogate, difficult to premature eri (elective replacement indicator).